Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to (B)(4) restrictions at reporter's institution. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
The arthroplasty was revised due to further degenerative changes of the patella. The components were implanted in situ for approx 1.8 y. The tibial insert and patellar components were revised. The patient presented with a ucla score of 5 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
An event regarding "degenerative patella changes" involving a scorpioflex tibial insert was reported. The subject tibial insert does not interface with the patellar component. Inspection of the provided images noted no gross damages to the articulating surfaces of the insert, the device was likely removed as a matter of procedure while the joint was opened to revise the patella component. There is no indication that the product reported in this investigation contributed to the event.

Event description:
The arthroplasty was revised due to further degenerative changes of the patella. The components were implanted in situ for ~ 1.8 y. The tibial insert and patellar components were revised. The patient presented with a ucla score of 5 three months prior to revision surgery and a maximum score of 6.